Event description:
It was reported that a pt underwent an episiotomy repair procedure after a vaginal delivery in (B)(6) 2010 and suture was used to sew the skin of the membrane with continuous sewing. Ten days after surgery, suture end extrusion was observed. The suture tracts were not healed well. The operating physician had to remove the extruding sutures. Infrared photo-therapy was used to facilitate and promote wound healing. The episiotomy incision has healed one month after the episiotomy repair. The pt is now fine.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.